Event description:
During an in clinic follow up, increased pacing impedance and loss of capture were observed on the right ventricular (rv) lead. X- ray imaging was performed and the rv lead was found to be dislodged. The rv lead was explanted and replaced to resolve this event. The patient was stable with no consequences.